Manufacturer narrative:
Event date is an estimation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 1627487-2019-08784, related manufacturing reference number: 1627487-2019-08785. It was reported that the patient had three of their drg leads replaced on (B)(6) 2019 due to lead migration. The patient denies any falls or trauma. Therapy was restored following the procedure.